Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6) 2012, inratio 1.1, 1.4; date (B)(6) 2012, lab 5.4; date (B)(6) 2012, inratio 2.0. Time between 1.1 and 1.4 inr on (B)(6) 2012: 30 minutes. Pt's therapeutic range: 3.0 - 3.5 inr. Pt mentioned bruising and add'l bleeding recently.

Manufacturer narrative:
Investigation pending.